Event description:
Same case as MDR ID#: 2134265-2010-05749. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). The lesion had a significant bend. Following advancement of the floppy rotawire guide wire, the 1.5mm rotalink plus burr was advanced and one ablation run was completed at 200,000 rpms for 10 seconds. A guide wire fracture near the spring tip was noted. The proximal portion of the guide wire and the rotalink plus 1.5mm burr were removed from the patient as a unit. The physician then used another rotalink plus burr and floppy rotawire to complete the ablation. Predilation was performed with an unspecified balloon, and then an unspecified stent was implanted. Two unspecified guide wires were then used to successfully retrieve the guide wire fragment from a small branch of the distal lad. Outside of the body, the proximal portion of the floppy rotawire guide wire was removed from the rotalink 1.5mm burr with difficulty. No patient complications were reported and patient status is listed as fine.

Manufacturer narrative:
Device evaluated by MFR. An initial examination of the complaint unit was not carried out as the product was not returned; the device was disposed of at the user facility. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).